Event description:
It was reported that they were coiling and used a stryker balloon for the second coil, first time they used the balloon (subject device) it worked fine but the second time the balloon (subject device) kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon (subject device) would also not deflate in the usual way and had to remove the wire to get the balloon (subject device) to deflate. Additional coils had to be used as the acom (anterior communicating artery) rupture and needed to stop bleed. Patient is currently intubated. There was a surgical delay of 120 minutes. No additional information available. Update. Additional information was received on 04-mar-2024 stated that the patient died. No additional information.

Manufacturer narrative:
B2 outcomes attributed to ae - updated. B5 executive summary - updated. H1 type of reportable event - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, blood was noted in the distal device. No visual defect was noted on inspection. During a functional inspection, the device was attempted to be flushed and a guidewire inserted but the balloon catheter was blocked/occluded with procedural fluids. The distal catheter shaft was cut and the balloon was then inflated and deflated without issue. The balloon catheter shaft most likely became blocked /occluded with dried procedural fluids on the return of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the balloon kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon would also not deflate in the usual way and had to remove the wire to get the balloon to deflate. The patient experienced a rupture to the acom, patient now intubated, and additional coils had to be used as the acom rupture and needed to stop bleed. It is not reported how tortuous the vessel was. The difficulty experienced during the inflation and deflation of the balloon during the procedure, resulted in the patient vessel perforation and the patient intracranial hemorrhage and death. From the event description it was evident that the balloon initially functioned as expected. The event description states "first time they used the balloon it worked fine but the second time the balloon kept inflating and wouldn¿t stop". On the second attempt to inflate/deflate the balloon the reported issue occurred. This would indicate that procedural or anatomical factors contributed to the difficulty inflating and deflating the balloon. The returned device was attempted to be flushed and a guidewire inserted but the balloon catheter was blocked/occluded with dried procedural fluids. The balloon catheter shaft most likely became blocked /occluded with dried procedural fluids on the return of the device back to cork for analysis. The distal catheter shaft was cut and the balloon was then inflated and deflated without issue. The balloon itself was functioning as expected. It is most likely the event occurred due to anatomical or procedural factors encountered during the procedure. The as reported 'balloon difficult to inflate', 'balloon difficult/unable to deflate during use', 'patient vessel perforation', 'patient intracranial hemorrhage', and 'patient death' and the as analyzed defect 'catheter shaft blocked/occluded' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the balloon kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon would also not deflate in the usual way and had to remove the wire to get the balloon to deflate. The patient experienced a rupture to the acom, patient now intubated, and additional coils had to be used as the acom rupture and needed to stop bleed. It is not reported how tortuous the vessel was. The difficulty experienced during the inflation and deflation of the balloon during the procedure, resulted in the patient vessel perforation and the patient intracranial hemorrhage. The as reported 'balloon difficult to inflate', 'balloon difficult/unable to deflate during use', 'patient vessel perforation' and 'patient intracranial hemorrhage' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that they were coiling and used a stryker balloon for the second coil, first time they used the balloon (subject device) it worked fine but the second time the balloon (subject device) kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon (subject device) would also not deflate in the usual way and had to remove the wire to get the balloon (subject device) to deflate. Additional coils had to be used as the acom (anterior communicating artery) rupture and needed to stop bleed. Patient is currently intubated. There was a surgical delay of 120 minutes. No additional information available.

Event description:
It was reported that they were coiling and used a stryker balloon for the second coil, first time they used the balloon (subject device) it worked fine but the second time the balloon (subject device) kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon (subject device) would also not deflate in the usual way and had to remove the wire to get the balloon (subject device) to deflate. Additional coils had to be used as the acom (anterior communicating artery) rupture and needed to stop bleed. Patient is currently intubated. There was a surgical delay of 120 minutes. No additional information available.

Manufacturer narrative:
H3 : the device is not available to the manufacturer.

Event description:
It was reported that they were coiling and used a stryker balloon for the second coil, first time they used the balloon (subject device) it worked fine but the second time the balloon (subject device) kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon (subject device) would also not deflate in the usual way and had to remove the wire to get the balloon (subject device) to deflate. Additional coils had to be used as the acom (anterior communicating artery) rupture and needed to stop bleed. Patient is currently intubated. There was a surgical delay of 120 minutes. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, blood was noted in the distal device. No visual defect was noted on inspection. During a functional inspection, the device was attempted to be flushed and a guidewire inserted but the balloon catheter was blocked/occluded with procedural fluids. The distal catheter shaft was cut and the balloon was then inflated and deflated without issue. The balloon catheter shaft most likely became blocked /occluded with dried procedural fluids on the return of the device. It is most likely the event occurred due to anatomical or procedural factors encountered during the procedure. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the balloon kept inflating and wouldn¿t stop. The doctor stated that this caused a rupture to the acom (anterior communicating artery). The balloon would also not deflate in the usual way and had to remove the wire to get the balloon to deflate. The patient experienced a rupture to the acom, patient now intubated, and additional coils had to be used as the acom rupture and needed to stop bleed. It is not reported how tortuous the vessel was. The difficulty experienced during the inflation and deflation of the balloon during the procedure, resulted in the patient vessel perforation and the patient intracranial hemorrhage. The as reported 'balloon difficult to inflate', 'balloon difficult/unable to deflate during use', 'patient vessel perforation' and 'patient intracranial hemorrhage' and the as analyzed defect 'catheter shaft blocked/occluded' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.